Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that some packages were found unsealed at one end.

Manufacturer narrative:
The customer's complaint of an unseal pouch was confirmed. The returned product was reviewed and found that 100% of the lot was unsealed with no visible indications that the product had been run through the sealer. Cap-(B)(4) has been initiated to further investigate into the root cause of the issue. A review of the distribution data for the affected item and lot found that no affected product shipped to customers in the us.

Event description:
It was reported that some packages were found unsealed at one end.